Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The lesion was located in the iliac artery. The lesion details are unk. The wanda 5.0x40mm balloon was advanced to the lesion and inflated to 12 atm and ruptured. The procedure was completed with another unspecified device. No pt injuries or complications were reported. The pt status is reported as "fine". This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The most probable root cause is operational context, as device performance was limited due to anatomical / procedural factors. (B) (4).